Event description:
The customer reported that fifteen minutes into a total parenteral nutrition (tpn) infusion they identified a disconnection at the base of the drip chamber. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Reporter indicated the device was discarded and is not available for evaluation. The cause of the reported disconnection is unknown.